Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
A call was received through technical services reporting inappropriate shocks. The lead has been replaced. A (B) (6) further alleged that there was a lead fracture. No further patient complications have been reported as a result of this event.